Event description:
On 12/13/2021, it was reported by a sales representative via email that an ar-9560-4 baseplate and an ar-9561-30s central screw were not implanted correctly because the morse taper fell apart. This was discovered during a procedure. Surgeon completed case successfully without further issue by using a new baseplate and central screw. After receiving additional information on 12/14/2021, sales representative has confirmed that case was completed using an ar-9560-24 from lot number 12732669 and an ar-9561-30s from lot number 9549. Nothing broke inside the patient and case was completed without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, the baseplate and post were returned assembled correctly and could not be disassembled. No abnormalities observed.